Event description:
It was reported that the patient experienced muscle stimulation and was observed with twitching of the pectoralis major muscle. The lead had high thresholds. It was suspected that there was lead damage caused by age related degradation. A replacement procedure was planned and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.